Manufacturer narrative:
Customer in canada reported a misidentification of an aerococcus urinae urine specimen as mycobacterium neoaurum in association with the vitek® ms instrument. An internal biomérieux investigation was performed. Vitek ms results: - twice "two many peaks" on (B)(6) 2018. - single choice to mycobacterium neoaurum on (B)(6) 2018. - twice single choice to aerococcus urinae on (B)(6) 2018. Issue date: (B)(6) 2018 fine tuning date before the first issue: (B)(6) 2018. *conclusion on the system - the system was operational during the tests. - the calibrator "all peaks" number was homogeneous on 19aug 2018 when the identification issue occurred. - the all peaks number is heterogeneous for the 5 tests made on the strain. This could be linked to a non-optimal spot preparation. One spot gave two times "not enough peaks" probably due to not enough material on the spot (only noise detected). *conclusion on the identification: the most suspected identification is aerococcus urinae. In this case, the customer detected the misidentification due to the nature of the specimen and the colony morphology. *suspected cause of the issue : - spot preparation issue.

Event description:
A customer in (B)(6) reported a misidentification of an aerococcus urinae urine specimen as mycobacterium neoaurum in association with the vitek® ms instrument. The customer stated the vitek ms initially identified mycobacterium neoaurum (99%). The colonies were large gram positive clusters, so the customer tested the specimen on a vitek gp ID card, and the identification was aerococcus urinae. The customer then repeated the test twice on the vitek ms and both times the identification was aerococcus urinae. The customer confirmed that there was one day delay in reporting, and there was no effect on reporting patient results as the initial identification did not correlate with the bacteria observed. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.